Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.

Event description:
New information received noted the patient received inappropriate therapy due to the misinterpretation of a supraventricular tachycardia as a ventricular tachycardia.

Manufacturer narrative:
"Yes" was incorrectly selected the reported event of premature battery depletion was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a patient notifier anomaly. The patient notifier was unable to vibrate during testing.